Manufacturer narrative:
Lot 17f037 was manufactured june 17, 2017 ¿ june 19, 2017. The actual sample was received at the plant for analysis with approximately 91ml of fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection on the returned unit via the naked eye noted no signs of blockage or physical abnormalities that could have caused or contributed to the reported issue. The luer cap was removed and evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed on the unit. The flow rates were found to be within the product specification range. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor would not flow during a patient's infusion. It was further reported that the device was primed and a flow of fluid was confirmed before infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.